Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), exposed to moisture, blank display, keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. Customer reported a blank display. Battery cap contacts and battery compartment and/or springs are not damaged. Display did not return after inserting a new battery. Customer reported receiving a stuck button alarm. Troubleshooting indicated that pump requires replacement. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit received with critical pump error (open book image). Unit was successfully downloaded using thump software. Unable to perform the following tests displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. During download history review using the pump detailed trace, pump error 63 alarms (variable = 2, fileid = 49,49, 2006; linenum = 2320, 19825, 704) confirmed on 05-oct-2024 from 19:50:28.000 until 19:57:34.000 triggered five consecutive times. Per engineering troubleshooting guide, it was determined that pump error 63 was triggered due to lcd test failure - suspecting the hw. Stuck button alarm was recorded on 05-oct-2024 at 19:25:11.000. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly. Per visual inspection found moisture damage on pcba 1, pcba 2 and keypad flex connector. The following were noted during visual inspection: cracked keypad overlay, cracked case, scratched case and cracked case (battery tube). In conclusion, customer concern for blank display was not confirmed. Unable to confirm stuck button alarm however, keypad flex connector was corroded. Exposed to moisture confirmed on electronic assemblies. Cosmetic damage not specified however, other cosmetic damage confirmed where cracked keypad overlay, cracked case, cracked battery tube case were noted. Critical pump error (open book image) was confirmed due to pump error 63. Pump error 63 was confirmed due to hardware issue with the lcd. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.